Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging a low blood glucose reading zero with symptoms of unresponsiveness, and cold sweating. The reporter indicated that emergency medical services treated the patient with intravenous sugar solution and the patient¿s blood glucose resolved to 249 mg/dl. The reporter indicated that the patient went to a dietician who downloaded the pump and reviewed the history with the patient. The reporter indicated that after reviewing the event, the health care provider felt that the pump had delivered too much insulin. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation that the pump delivered more insulin than was intended.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.